Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab sheer 40s USA 381370045397 8137004539usa 8137004539usa. Lot # is not available. UDI# (B)(4). Lot number: ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported for his relative an event with band aid bandage sheer 40s USA. The consumer reported the gauze is too small and the adhesive is the cause of the infections. Consumer contacted a health care professional and was given an antibiotic as treatment.